Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge reported evaluated the system and replaced the single board computer, the system interface board, and reloaded software and configuration files. The system operates as intended.